Event description:
It was reported that the customer was in a car accident. Paramedics were called and customer was transported to the hospital. Caller stated that the accident was not diabetes related, but once she was at the hospital her blood glucose was high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.